Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibit non-capture. An x-ray was performed which noted indeterminate right atrial lead dislodgement. Microdislodgement was suspected. Programming changes were made. The patient was stable and will continue to be monitored.